Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reen3294 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that saline solution leaked near the 30 cm depth marking on the catheter when priming was performed prior to the placement procedure. There was no reported patient involvement.

Event description:
It was reported that saline solution leaked near the 30 cm depth marking on the catheter when priming was performed prior to the placement procedure. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with the two-piece connector but was not assembled. Inspection of the connector revealed damage consistent with connector disassembly using instruments. The catheter was received in two segments. The first segment included the 59cm through 40cm depth markings. The distal segment comprised the 36cm depth marking through the distal end of the catheter, including the valve and tungsten plug. The intermediate segment was not returned. A diagonally aligned split was observed near the 29cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be a patent to infusion; however, a spraying leak was observed emanating from the split. Inspection of the split revealed inward curving edges. The fracture exhibited a coarsely granular surface. Following longitudinal bisection of the catheter within the split region, inspection of the inside surface revealed abrasion damage. The damage on the inside surface of the catheter was more extensive than that observed on the outside of the catheter. The fracture features were consistent with damage caused by abrasive contact between the catheter and the sylet. Such damage can occur if the stylet is not wetted prior to removal and if the stylet is manipulated while the catheter is constrained or compressed. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ h3 other text : evaluation findings are in section h.11.